Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump history showed that call service 064 alarms had occurred. During investigation, the pump successfully performed rewind, load, and prime without issues and the pump was exercised without reproducing alarms. During investigation, moisture was observed behind the display screen lens and when the pump was opened corrosion was noted on the pump motor flex connection.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted a call service cs064 alarm. The reporter indicated that the alarm occurred during the rewind and load steps and indicated that the alarm was unable to be cleared by rebooting the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.